Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited high threshold measurements and loss of capture (loc). All other measurements were noted to be stable and within normal limits. Rv outputs were reprogrammed to maximum outputs and monitoring was continued. Additional information was later received that the device and lead exhibited loc at maximum outputs, noise and high out of range shock impedance measurements greater than 125 ohms. Surgical intervention was undertaken. The lead was surgically abandoned and replaced and the ICD was explanted and replaced. No additional adverse patient effects were reported.